Manufacturer narrative:
Product code oog. It was reported by the sales rep that on the six month post-op follow up, the patient had a hka of 12 degrees valgus. Multiple attempts to obtain a standing long leg x-ray from the surgeon for evaluation were unsuccessful. No additional information is available for further investigation of this event. Not returned to the manufacturer.

Event description:
It was reported by the sales rep the surgeon stated that on the six month post-op follow up, the patient had a hip-knee-ankle (hka) alignment of 12 deg valgus. Multiple attempts were made to confirm the outcome, but, without success. It is not known if any additional medical intervention was undertaken to correct the patient's post-op condition, and no additional information is available for further investigation of this event.